Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was noted for undefined high impedance. A polarity switch and confirmed fracture were noted on the epicardial (right ventricular) (rv) lead. The lead was capped and replaced during a change out procedure. No patient complications have been reported as a result of this event.